Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Additional information: uf/importer report # (B)(4).

Event description:
It was reported by a medsun mandatory medwatch report (uf/importer report# (B)(4) that an intravenous (IV) tubing was cross-treaded into the spinning spiros and leaked an unspecified chemo medication within approximately one day of starting the infusion. There was patient involvement with no harm reported.